Event description:
Pump was returned to biomed from the nursing floor with report it turns on and off by itself. It is not known if the pump was in use on a pt at the time of this report. No clinical contact was able to be identified for additional follow-up but the hosp biomed did note there was no incident report written up on this issue, there was no pt injury. The biomed was able to reproduce the reported condition intermittently and noted the pump also had a 500 error code.